Event description:
A surgeon reported a pt with a refractive surprise three years following intraocular lens (iol) implant surgery. The pt has a history of having a photorefractive keratotomy performed (pre-existing). Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/30/2010 and 12/13/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).